Event description:
It was reported that pump declared alarm 30 during pumping and that cartridge alarm recurred even after attempt to load new cartridge. There was no adverse impact to the customer's blood glucose level. Customer was assisted with loading new cartridge, planned to use multiple daily injections as backup insulin therapy, and was provided replacement pump under warranty, with instructions to place pump into storage mode and return it using prepaid label, which customer understood and acknowledged.